Manufacturer narrative:
This is a duplicate of report # 2031642-2018-01501.

Event description:
The customer reported an e/c 1007 (machine and proximal pressure sensors failed) on start-up. On review of the drpt e/cs 1007, 111b, 1118 and 1127 were encountered. There was no patient involvement.

Manufacturer narrative:
On (B)(6) 2018. (B)(4). Valid phone number not provided. A follow-up report will be submitted once the evaluation is complete.

Event description:
It was reported that a machine and proximal pressure sensors failed error occurred on start-up. Upon review of the diagnostic report, the following errors were reported: machine and proximal pressure sensors failed, 35 volt supply failed, 5 volt supply failed, and over voltage protection circuit failed. There was no patient involvement. The event date was not specified; estimate used.